Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a lead revision, a dependent patient's pulse generator exhibited a diagnostics anomaly. After a firmware download, the device resumed normal function. The patient was fine post event.